Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc checked the subject device and found the followings. There was no malfunction on the examination lamp. The error e101 which indicated the temperature inside of the subject device had increased was displayed at 27th of the power on/off with the examination lamp of the user facility. The error e103 which indicated the light source has broken down was displayed at 22nd, 25th and 28th of the power on/off and the error e101 was displayed at 36th of the power on/off, with the examination lamp of the equipment. The fan of the subject device had been malfunctioned. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc confirmed that the subject device had passed about 7 years and 7 months since it was manufactured. There was the possibility that this phenomenon was attributed to the temperature inside of the subject device had increased due to the malfunction of the fan of the subject device by the aging degradation. In addition, there was the possibility that the error e103 during the evaluation was attributed to the temporary malfunction of the printed-circuit board due to the increasing of the temperature inside of the subject device.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation, however the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the error e101 which indicated the temperature inside of the subject device had increased, and the safety mechanism was working was displayed and the emergency lamp turned on during a transurethral resection (tur) procedure. The user facility cycled the power of the subject device, but it was not resolved. The user facility replaced the subject device with another device and completed the intended procedure. There was no report of patient injury associated with this event.